Event description:
The customer contacted (B)(4), regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The customer reported that the washer from the ez breathe atomizer fell into his girlfriend's mouth while she was using the device with asthmanefrin inhalation solution. The pt required no add'l medical interventions to recover the device component.